Event description:
It was reported by service report that the power cord plug ground prong was loose. It is unk if there was pt involvement or adverse consequences to report.

Manufacturer narrative:
Result: power cord plug with a loose ground prong.